Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the hcp replaced both leads and repositioned the battery to a more comfortable position. One lead was out of range (oor), and the other lead was good, but hcp chose to replace both. It was reported there was a lead break and the lead was bent at the anchor. Patient was also experiencing stimulation in the wrong location. Ins migration was also reported, but this was reported to be due to the patient's anatomy. The issue was resolved, and the old leads discarded. The cause was not reported, but the rep noted they would submit any new information that becomes available. On 2024-sep-26 the rep clarified that the patient's file showed 3 leads, but patient only had 2. The lead with impedances and exact impedance measurements could not be determined, but rep noted it was "all red." The cause was due to a sharp bend at the anchor site.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 28-feb-2024, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 04-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.